Event description:
It was reported that when the devices were used during a laparoscopic appendectomy procedure, they did not fire. Another device was used to complete the case. There was no pt consequence.